Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations could not be performed as no product was returned. Photograph provided shows one of the pegs is fractured. A detailed evaluation of the condition of the device could not be performed. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that during an initial knee procedure, the adjustable guide fractured when the doctor was aligning the instrument. There was no surgical delay or patient impact as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Foreign: jordan. Customer has indicated that the product will not be returned for further evaluation as the product has been discarded. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.